Event description:
Screwdriver tip broke off during screw removal. Reported that two devices broke during the same procedure / surgery. Case was delayed by 25 minutes. Tips were recovered no add'l testing was needed. For second time see medwatch report # 3005673311-2014-00098.

Manufacturer narrative:
Mfg site eval: received device was manufactured in 2003. The product displays indication of use. The screwdriver's pin was found to be loss. This has been determined to be related to regular wear and tear. No material or mfg defects found.